Event description:
It was reported that the insulin pump alarmed failed battery and battery out limit, however the customer was unable to clear the alarm. It was reported that keypad on the insulin pump was unresponsive. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. No battery out limit alarm noted. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had a broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and minor scratches on lcd window.